Event description:
It was reported that the device was returned for analysis with no information. The analysis of the device found a power on reset (por) had occurred for an undetermined reason. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. It was noted a power on reset (por) occurred. The reason for the por could not be determined. (B)(4).

Event description:
It was reported that the device was returned for analysis with no information. The analysis of the device found a power on reset (por) had occurred for an undetermined reason. There were no patient complications reported as a result of this event.